Manufacturer narrative:
It was reported that a communication failure occurred during automatic movement to intermediate position. A DHR review and a complaint history review were performed and did not identity any contributory factors to the event. Analysis of data logs determined that the root cause of the issue is a known design defect.

Event description:
At approximately 11:07 am, a communication failure occurred during automatic drive of robot arm from trajectory l molf to intermediate home position. Pointer probe was attached to arm, no force was applied to arm, vigilance device was pressed. The field service engineer re-initialized system and proceeded with guidance mode to mark entry points. Patient was in the room and anesthetized, incisions for bone fiducials were made, 5 minute delay to surgery, no clinical consequences.